Event description:
It was reported that a primary infusion of argatroban (50ml bottle) was initiated a rate of 6.7ml/hr. At 0857. The customer stated that: "at 0804 on (B)(6) 2021 the device alarmed, and the rn noted over infusion". The patient required frequent unspecified labs, vital signs and assessments. Although multiple request has been made there was no additional event details provided.

Manufacturer narrative:
Correction on h6: imdrf annex d grid as per root cause of the parent file after investigation.

Event description:
It was reported that a primary infusion of argatroban (50ml bottle) was initiated a rate of 6.7ml/hr. At 0857.the customer stated that: "at 0804 on (B)(6) 2021 the device alarmed, and the rn noted over infusion". The patient required frequent unspecified labs, vital signs and assessments. Although multiple request has been made there was no additional event details provided.

Manufacturer narrative:
Inspection: the event administration set was not returned for investigation. Lvp sn (B)(6) the device was received in fair condition. The instrument seal was intact. Dried fluid was observed on both iui¿s. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All inspected parts were determined to be manufactured by bd. Motor retainer strap was observed broken. Bezel was disassembled and observed in good condition (date code: august 2017) log analysis results: the customer reported an event date of (B)(6) 2021 at 8:04 am. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, prior to the reported event date, the pcu was powered on at 1:38 pm on (B)(6) 2021; new patient and same profile (adult) were selected. On (B)(6) 2021 at 7:56 am, the suspect device received a remote IV of an unknown medication at a rate of 6.7 ml/hr (vtbi= 50 ml/hr). At 8:01 am, the suspect device alarmed for air in line and was restarted. At 8:05 am, the suspect device alarmed for air in line and was channeled off. The suspect device was not selected for use again before the pcu was powered off at 10:26 am. Total volume infused= 0.701 ml test results: lvp sn (B)(6) timed rate accuracy testing (dir 10000360036) was performed using a test administration set, source device sn (B)(6) and the returned pcu sn (B)(6) to determine if the system is delivering fluid in specification. Results indicate that the system was operating within specification. Sear functionality testing was performed using the returned system and ten (10) new administration sets. The results indicate the sear consistently engaged the safety clamp when the door was opened. Test method information: 1503-001-029-r over infusion test method (dir 10000360063). 1503-001-006-r rate accuracy test method (dir 10000360036). Device history review: lvp sn (B)(6) a review of the device history record showed the device had a manufacture date of 10/17/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device lvp sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the source device lvp sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s complaint of over infusion was not identified. The customer¿s complaint of over infusion was not confirmed during log review or reproduced during testing. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, the suspect device received a remote IV of an unknown medication at a rate of 6.7 ml/hr (50 ml). Approximately four (4) minutes after the start of infusion, the device alarmed for air in line and was restarted. Less than 2 ½ minutes after restarting the infusion, the device alarmed again for air in line and was channeled off. Total volume infused= 0.701 ml . Inspection of the devices showed no anomalies. Testing showed the device was delivering fluids within specification. Testing showed the sear consistently engaged the safety clamp when the door opened the test administration set was not returned for investigation. The devices were being used for treatment purposes. Note: the pumping mechanism was disassembled during the internal inspections. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, additional patient demographics was not provided.

Event description:
It was reported that a primary infusion of argatroban (50ml bottle) was initiated a rate of 6.7ml/hr. At 0857. The customer stated that: "at 0804 on (B)(6) 2021 the device alarmed, and the rn noted over infusion". The patient required frequent unspecified labs, vital signs and assessments. Although multiple request has been made there was no additional event details provided.